Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage keypad traces. The insulin pump had moisture damage on electronics. The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer reported that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.